Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip did not deploy correctly. There was no visible damage with the device or its packaging prior to use. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of clip failed to release from the catheter. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.